Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing excessive inflammation, pain and swelling had occurred while wearing the pod on the arm for between 37 and 48 hours. The patient's blood glucose (bg) levels rose to 22 mmol/l (396 mg/dl). The patient visited her doctor and was prescribed antibiotics for treatment. A new pod was applied to treat the bg levels. The pod was discarded.

Event description:
It was reported that a skin irritation causing excessive inflammation, pain and swelling had occurred while wearing the pod on the arm for between 37 and 48 hours. The patient's blood glucose (bg) levels rose to 22 mmol/l (396 mg/dl). The patient visited her general practitioner (gp) and had the abscess lanced and purulent discharge drained. The patient was also prescribed flucloxacillin antibiotics (take for ten-twelve days) for treatment. A new pod was applied to treat the bg levels. The pod was discarded.

Manufacturer narrative:
Section b2: outcomes attributed to ae changed from: other serious to: other serious and required intervention. Section b5:describe event or problem additional information added. Section h6: adverse event problem health effect - clinical code added codes e231501 and e172001. Section h6: adverse event problem health effect - impact code changed from f11 to f12.